Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient reported pain following the detachment of the glenosphere head following an initial reverse total shoulder arthroplasty. An additional surgery was performed approximately three (3) weeks post-implantation, during which the detached head was reinserted, and the procedure was successfully completed. The cause of the head detachment remains unknown. Attempts have been made, and no further information has been provided.